Event description:
It was reported when using the bd vacutainer® barricor¿ lh plasma blood collection tubes there was under-fill or low draw of a tube with blood and hemolysis. The following information was provided by the initial reporter. The customer stated: during review and observations of the specimens there were "difficulties with the use of the tubes noted; there was under-filling (insufficient fill) and hemolysis which leads to manual interventions for centrifugation, dosing or redosing and some rejections."

Manufacturer narrative:
H6: investigation summary bd had not received samples, but 13 photos were provided for investigation. The photos were reviewed and the indicated failure mode for underfill was observed. Bd received 13 photographs from the customer in support of this complaint, showing tubes presumably post centrifugation. Observed that tubes were underfilled. Mechanical separator did separate as expected. Bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted. This complaint has been confirmed for underfill based on the photos provided. Additional testing regarding instrument issues was unable to be performed without a lot number. Bd was not able to identify a root cause for the indicated failure mode.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported when using the bd vacutainer® barricor¿ lh plasma blood collection tubes there was under-fill or low draw of a tube with blood and hemolysis. The following information was provided by the initial reporter. The customer stated: during review and observations of the specimens there were "difficulties with the use of the tubes noted; there was under-filling (insufficient fill) and hemolysis which leads to manual interventions for centrifugation, dosing or redosing and some rejections."